Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. It was noted that the alarm was due to zero ml reservoir volume reached. It was reported that the patient did not currently have a managing healthcare professional (hcp) due to a recent relocation. It was noted that the pump was intermittently alarming at the time of report. It was reported that the low reservoir alarm occurred on (B)(6) 2014 4 and an empty reservoir alarm occurred on (B)(6) 2014. It was noted that the patient would see another hcp the next day for troubleshooting pump/catheter further. It was reported that they are trying to determine of the pump is truly empty or an hcp just forgot to program and update the reservoir volume at last refill. It was noted that the patient was not experiencing any withdrawal symptoms. It was reported that the pump was used to infuse compounded baclofen. It was reported that an alarm was heard but telemetry was not yet performed. It was noted that the patient would need to travel by ambulance to be evaluated by healthcare provider (hcp) and then return the next day to be refilled. It was reported that based on the patient¿s records, their medications should have run out 2 weeks prior. It was noted that the hcp would page a manufacturer¿s representative to read the pump. It was reported that the pump sounds like multiple beeps. It was noted that the alarm started the prior tuesday. It was reported that the hcp did not know what was in the pump, only that it was baclofen. It was reported that the patient was at a hospital because they were have trouble with their sleeping medication. It was noted that the patient¿s healthcare provider (hcp) told them on ¿tuesday¿ that the patient¿s next refill date was (B)(6) 2014. It was reported that the last time the hcp refilled it for 6 months and it should be fine ¿until then.¿ it was noted that the patient¿s hcp told the patient that they will need to see them the next day. It was reported that the hospital could give the patient baclofen orally. It was noted that the patient would not be transported to another hospital. It was reported that they also cannot discharge the patient just to go to another hospital and then re-admit the patient at the other hospital. It was noted that the patient is in the transition of going from one nursing home to another. It was reported that the patient would stay at the hospital until they can find the patient another nursing home. It was reported that the patient¿s pump was used to infuse compounded baclofen. It was noted that the patient missed a refill date. It was reported that it was undetermined if withdrawal occurred. It was noted that the patient logs were run, but not printed. It was reported that the pump did ¿run dry.¿ it was noted that no troubleshooting was needed. It was reported that the patient was ¿dry¿ from drug for around 2 weeks. It was noted that the pump was filled with preservative-free saline until patient was released from the hospital and further therapy will be discussed with patient¿s healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).